Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic procedure, metal shavings emanated from the fms bur/shaver blade and was noticed (most likely scatterings on film) during an MRI of the patient's joint space. Although the debris was not removed form the body, the procedure was concluded successfully without further incident or harm to the patient.